Event description:
During the placement of a sapien xt 29mm, the balloon was fully inflated, deflated, and locked under negative pressure per standard operation. When the syringe was unlocked, the physicians noticed that there was a large amount of air in the syringe (approx. 5cc). The syringe was detached from the system, the air removed and the volume adjusted. No adverse events are associated with this incident.

Manufacturer narrative:
Review of device history indicated device was manufactured under normal conditions. Returned device was tested for inflation force testing, pressure leak testing, pressure decay testing, and vacuum capability testing. All tests were within specification; the device performed per mfg specifications.